Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (not obstructed) and in/on helix lobe mechanism. The blood most likely entered the lead through the is-1 connector pin because no insulation breaches were observed.

Event description:
It was reported that during the implant procedure, the lead dislodged. The device was not implanted. No patient complications have been reported as a result of this event.